Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the patient presented with severe angina. The procedure was to treat the 90% stenosed lesion in the left anterior descending (lad). The lesion was pre dilated with a 2x10 semi complaint balloon and the 3.50 x 38 xience alpine stent was deployed at 16 atmosphere. However, after stent deployment fluoroscopy showed a proximal edge dissection. Therefore, another xience alpine was implanted to treat the dissection. There were no adverse patient sequela. No additional information was provided.